Event description:
Customer reported he was hospitalized due to high blood glucose level of 777mg/dl. Customer stated that he had an infection on his insertion site because it was exposed to water and that seemed to have contributed to the high blood glucose. Customer reported that he was wearing the insulin pump at the time of the incident and was disconnected when admitted at the hospital. Customer also reported that at the hospital he was given 150 units of insulin on a 24 hour period and that caused his blood glucose to go low to 40mg/dl. He stated that he has been discharged and is recovering. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge